Event description:
(B)(4). I had steadily gained weight, sharp pelvic pain, pain during intercourse, spotting for 3 days after intercourse, low back pain, cysts on my ovaries, toward the end I had missed my period for 2 months, headaches, I get so bloated that I look 8 months pregnant.